Manufacturer narrative:
Only the fractional flow reserve portion of the percutaneous coronary intervention was cancelled due to the signal loss. The procedure was completed without fractional flow reserve measurement. One pressurewire certus was returned for analysis. The reported event of a signal calibration issue could not be confirmed. Functional testing confirmed the pressurewire was able to be connected and calibrated and met functional specifications when analyzed. No functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal calibration issue remains unknown.

Event description:
Only the fractional flow reserve portion of the percutaneous coronary intervention was cancelled due to the signal loss. The procedure was completed without fractional flow reserve measurement.

Event description:
During the procedure, the pressurewire was unable to connect to the conduit. The operation was aborted. The patient experienced no adverse consequences.